Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: the black box and alarm history showed multiple consecutive call service (cs054) alarms on (B)(6) 2014 and (B)(6) 2014. The last basal delivery was on (B)(6) 2015 at 8:25 pm. The total daily doses added up and reflected the programmed basal rate target. The pump powered on with a fully illuminated and functional display. There were no ¿cs054¿ alarm or any other errors, alarms or warnings during the investigation. The original complaint could not be duplicated. The pump reflected 24u after a 24hr on 1u/hr basal program duration test. The product performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 600 mg/dl with nausea associated with a blank display screen. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a blank display screen.